Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. However during evaluation, it was noted that the device showed signs of immersion, some internal components were corroded and the device made were excessive grinding noises. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that prior to surgery, it was observed that the small battery drive device had no power and was not working. During in-house engineering evaluation, it was determined that the device showed signs of immersion, some internal components were corroded and the device made were excessive grinding noises. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.